Manufacturer narrative:
The insulin pump was not in manufacture mode. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error alarms were triggered when the battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance . After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. The pump was received with scratched case, stained serial number label, cracked retainer, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer's blood glucose value was unknown. Customer was assisted with troubleshooting for the error. Insulin pump will be returned for analysis.